Event description:
Suspected defect. Within one hour, leakage at connecting sites above and below interlink port sites can be observed. Also tubing has apparent color change from clear to a darkened pinkish hue. There is no indication that this leakage has occurred more than once.